Event description:
Pt had known history of intermittent second degree av blcok, type 2, and complete heart block which was symptomatic. Pt had a pacemaker implanted 2004. Pt recently developed recurrence of their symptosm and a 30 day event monitor revealed intermittent loss of capture of their device. Re-interrogationof their pacemaker revealed significantly higher thresholds of 3 volts. Their outputs in the ventricular lead were lower than this. Their pacemaker was investigated and a right ventricular tine lead was found to be malfunctioning. The lead was successfully extracted and replaced with a right ventricular screw-in lead. The pulse generator and atrial lead were untouched.